Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 23dec2018. The customer's service technician confirmed the touchscreen issue. The customer indicated that he has installed a new gui and issue has been resolved.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the bottom left of the touchscreen was not working. There was no patient involvement. The event date was not specified; estimate used.